Event description:
It was reported that the insulin pump alarmed motor error. The customer has changed the battery. The customer's blood glucose was 71 mg/dl. The caller stated that the customer was in the hospital, not related to the customer's blood glucose levels, so the caller was unsure if the insulin pump was exposed to MRI scan or any magnetic fields. The customer does use the sensor feature. They were unable to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).